Event description:
It was reported by a distributor that, "during a meso-colon operation the device worked correctly until they re-loaded it with the secon cartridge of staples. After the device was reloaded the surgeon passed it through the trocar and activated the stapling and cutting action. It did not function correctly and when he tried to withdrawn it up the trocar the head detached from the shaft and had to be retrieved from the surgical site." No patient injury was reported.